Event description:
It was reported that at a follow-up appointment, this subcutaneous implantable cardiac defibrillator (s-ICD) device battery exhibited a premature depletion code. Boston scientific technical services was contacted and confirmed that this device battery was depleting prematurely and replacement was recommended within 90 days. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.